Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not open fully which were affecting the cubies to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was failed. A field service engineer inspected the station and confirmed that auxiliary drawer 5.1 not registered as closed. The engineer powered off the station, realigned and reconnected the position sensor, then powered the station back on and tested the drawer. The customer verified that the drawer functionality worked without issue. The system functioned as intended after the field service engineer repaired the device.